Manufacturer narrative:
The foot tray adjust mechanism has been returned and evaluated by the failure analysis (fa) team. During failure analysis, the reported issue was confirmed but not replicated. In aperture it was noticed that the foot tray adjustable mechanism failed for ergo encoder calibration, confirming reported event. Performed visual inspection and found no problem related to reported issue. Installed foot tray adjustable mechanism on an internal equipment, fixture, or tool (eft) system and ran full calibration successfully. Power cycled several times and unit functioned as designed with no errors. Unable to replicate reported issue during system testing. Root cause not determined at this time.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure while setting up for a procedure, the customer contacted the technical support engineer (tse) and reported persistent recoverable error 23065 indicating a problem with the second console¿s ergonomics. The customer subsequently disabled the console ergonomics and continued with the setup. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) armrest motor module, two manipulator controller ergo base (mceb), foot tray adjust mechanism, armrest motor sensing cable to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.